Event description:
It was reported that this right ventricular (rv) lead was explanted one day after it was implanted due to a non product experience. No allegations or device issues have been reported at this time. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information received from the field indicates this lead was removed due to it lacking enough slack, so the physician decided to remove it and replaced it, with no allegations reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted one day after it was implanted due to a non product experience. No allegations or device issues have been reported at this time. A new device was implanted. No additional adverse patient effects were reported. Information received from the field indicates this lead was removed due to it lacking enough slack, so the physician decided to remove it and replaced it, with no allegations reported.